Event description:
Patient had hip replacement inserted in 2006. Was doing fine until 2 weeks ago and consulted with dr. Dr. Did revision hip surgery yesterday update per per form: " patient said he felt acute change on his hip per description from op-notes." *update on 09-nov-2021 per clinician review: "[...] The event a revision surgery was confirmed via the op note. The revision was for head-stem disengagement. Trunnion wear and metallosis noted at revision. [...] "

Manufacturer narrative:
The following devices were also listed in this report: trident 10° x3 insert 36mm ID; cat # 623-10-36f; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding disassociation and wear involving an unknown metal head was reported. The event was confirmed via product inspection and clinician review. Method & results: -device evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analysis is required. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: the event a revision surgery was confirmed via the op note. The revision was for head-stem disengagement. Trunnion wear and metallosis noted at revision. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's hip was revised due to head-stem disengagement. Trunnion wear and metallosis noted at revision. Evaluation on the returned device confirmed that damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. A review of the provided medical records by a clinical consultant confirmed that the revision was performed for head-stem disengagement. Trunnion wear and metallosis noted at revision. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown metal head was reported. The event was confirmed via product inspection and clinician review. Method & results: device evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analysis is required. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: the event a revision surgery was confirmed via the op note. The revision was for head-stem disengagement. Trunnion wear and metallosis noted at revision. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's hip was revised due to head-stem disengagement. Trunnion wear and metallosis noted at revision. Evaluation on the returned device confirmed that damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. A review of the provided medical records by a clinical consultant confirmed that the revision was performed for head-stem disengagement. Trunnion wear and metallosis noted at revision. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had hip replacement inserted in 2006. Was doing fine until 2 weeks ago and consulted with dr. Dr. Did revision hip surgery yesterday. Update per form: " patient said he felt acute change on his hip per description from op-notes." *update on (B)(6) 2021 per clinician review: " the event a revision surgery was confirmed via the op note. The revision was for head-stem disengagement. Trunnion wear and metallosis noted at revision. "